Event description:
The customer reported experiencing multiple cartridge alarms on three separate occasions, with cartridge alarm 20 occurring during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, a replacement pump was arranged by technical support, who confirmed the customer¿s warranty status and informed them about the updated software and available training. The customer was instructed to use multiple daily injections as a backup therapy and to return the faulty pump within 10 days using the provided materials.